Manufacturer narrative:
The user reported a small bump, irritation, and pain at the sensor site, first noticed on 22-aug-2025. The issue was not related to tegaderm or steri-strips. The symptoms originated from a burn caused by transmitter overheating, which resulted in localized swelling on the arm. The transmitter overheating issue was documented and addressed under an associated case(MFR# 3009862700-2025-01457). The user consulted their healthcare professional (hcp), who prescribed hydrocortisone cream. The user reported that the skin condition improved after applying the cream. The user was advised to continue following up with the hcp for any additional medical assistance symptoms like skin irritation, swelling and pain at the insertion site are a known and anticipated potential adverse effect, which does not require additional investigation.

Event description:
Senseonics was made aware of an incident where user reported a small bump, irritation, and pain at the sensor site, first noticed on 22-aug-2025. The issue was not related to tegaderm or steri-strips. The symptoms originated from a burn caused by transmitter overheating, which resulted in localized swelling on the arm.